Manufacturer narrative:
The abbott field service representative (fsr) resolved the issue by replacing the alinity pipettor probe (03r96-01), that was partially clogged. The replacement of the probe which resolved the issue. There were no additional discrepant results reported on the alinity I, serial number (B)(6), after the probe was replaced. A review of the alinity (B)(6)instrument service history, identified no contributing factors to the discrepant result. A review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replaced alinity pipettor probe. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the alinity pipettor probe.

Event description:
The customer observed false positive alinity I total b-hcg results on one patient. The results provided were: on 23may2023 sid ID (B)(6) initial=< 2.30 iu/l (< or =5.0 iu/l=negative) /repeated=63.79 iu/l (> 25.0 miu/ml=positive) and 7.11 iu/l (>5.0 miu/ml and < 25.0 miu/ml will be no interpretation; grayzone) /repeated on another alinity ai01882= <2.30 iu/l and <2.30 iu/l there was no reported impact to patient management.

Event description:
The customer observed false positive alinity I total b-hcg results on one patient. The results provided were: on (B)(6) 2023 sid ID (B)(6) initial=< 2.30 iu/l (< or =5.0 iu/l=negative), repeated=63.79 iu/l (> 25.0 miu/ml=positive) and 7.11 iu/l (>5.0 miu/ml and < 25.0 miu/ml will be no interpretation; grayzone), repeated on another alinity ai01882= <2.30 iu/l and <2.30 iu/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.